Manufacturer narrative:
No evaluation possible as the device was not returned.

Event description:
Sales department was contacted on (B)(4) 2018 from distributor. Distributor stated that there was a surgery with the headrest system. The surgery lasted 9 hours, after this time an instantaneous drop of the patient head occurred. There wasn't any coincidence for the patient (trauma or something).

Manufacturer narrative:
Due to the detected deviation at the torque screw we cannot exclude that the device has contributed to the reported event. However the detected deviation was low and it is unlikely that the device was causer of the event. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."